Event description:
It was reported that the pump battery could be charged using the tandem-provided charging cable and wall adapter. There was no reported impact to the customer's blood glucose level. The customer was able to charge the pump successfully with a secondary charging cable and wall adapter.